Manufacturer narrative:
The complaint sample was not returned to greatbatch medical so the reported event could not be confirmed. A manufacturing review was performed and no nonconformances or other discrepancies related to the reported event were identified. If the complaint sample is returned, the complaint will be re-opened and a supplemental medwatch will be submitted. No further investigation required. The model number was corrected to mpf3100cha1202.

Manufacturer narrative:
The product was returned to greatbatch for evaluation. The reported event was confirmed, the cardan joint was broken due to wear. A visual examination of the complaint sample was completed and found to contain numerous areas of surface deformation attributed to wear from repeated intended use throughout the surface of the device. The instructions for use (IFU) shipped with the product instruct the user "manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use". No further investigation required.

Manufacturer narrative:
Customer has indicated that the complaint sample will be returned to greatbatch for evaluation. Once the sample has been returned and the investigation is completed, a followup medwatch 3500a will be submitted. (B)(4).

Event description:
It was reported during an unknown patient procedure that the handle broke while reaming the acetabulum. The procedure was completed with another device. No adverse events were reported.